Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced a recurrent ventral hernia. Post-operative patient treatment included repair of recurrent ventral hernia with mesh and previous mesh excised. On (B)(6) 2016 - recurrent ventral hernia treated with bard flat 3x6 30. On (B)(6) 2019 - recurrent ventral hernia treated with bard 15x15.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced a recurrent ventral hernia. Post-operative patient treatment included repair of recurrent ventral hernia with mesh and previous mesh excised. (B)(6) 2016 - recurrent ventral hernia treated with bard flat 3x6. (B)(6) 2019 - recurrent ventral hernia treated with bard 15x15.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh.